Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
Device code was inadvertently submitted incorrectly in initial report.